Event description:
Total right hip replacement with depuy pinnacle implants. Since surgery had numerous ER visits and dr visits due to debilitating pain. Pain is in hip area and thigh area causing me to use crutches more often since the surgery. My hip also has a clicking noise. Recently I had to obtain a handicap placard from the (B)(6) for the mere fact that I can not walk for a distance without pain. The pain has interfered with me earning a living as an electrician.